Event description:
It was reported that volume discrepancies at each refill had been getting progressively worse. On (B)(6) 2013, there was a discrepancy. The reporter did not know what the values were. On (B)(6) 2014, the expected reservoir volume (erv) was 3.2ml and the actual reservoir volume (arv) was 5.3ml. On (B)(6) 2014, the erv was 5.5ml and the arv was 10ml. The healthcare provider (hcp) checked the pump logs and nothing abnormal occurred. A dye study was done on the day prior to the report and everything looked normal. It was noted that the patient used her personal therapy manager (ptm) with 109mcg boluses and used them all. The patient was getting pain control, but always wanted more medication. The reporter was given information about (B)(4) studies. The device system was used to deliver fentanyl. Additional information received reported the patient had no symptoms. It was noted the expected residual volume was 9.3 ml and the actual residual volume was 11 ml for the volume discrepancy on (B)(6) 2013. It was noted there was no change in condition. It was further noted that no troubleshooting had been done. The reporter stated there were no symptoms and no change with the patient associated with the volume discrepancy that occurred on (B)(6) 2014. The reporter further stated there were no symptoms and no change with the patient associated with the volume discrepancy on (B)(6) 2014. It was noted that a (B)(6) study was done and was negative. It was later reported that the patient experienced occasional increased pain. The cause of the volume discrepancy was indicated to be ¿not applicable¿. A catheter dye study was done. Pump logs were re-checked for motor stalls. A saline wash of 3ml was done. At the time of this report, the patient ¿continued the same¿, regarding patient status. The reporter was not sure if the device would be returned to the manufacturer for analysis. The hcp was to possibly send the patient to surgery for a catheter exploration for any ¿kinks, defects, etc¿. Additional information received reported the pump was replaced yesterday. They did a dye study back when they first saw the issue and the last refill they did since the numbers were accurate. The catheter and sc (sutureless) connector were not replaced. It was reported the patient recovered without sequela. The catheter was found to be patent after a catheter dye study.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.